Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test without issue, however, during sample testing the cannula self-activated. An x-ray showed insufficient cannula tang engagement and upon disassembly both bumpers were bent within the device housing. Based upon the cannula firing automatically, this investigation is confirmed for the alleged self-activation. Additionally, based upon the insufficient cannula tang engagement the investigation is confirmed for the alleged priming issues. The two bent bumpers like contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound guided breast biopsy, the first slide allegedly failed to prime while obtaining a tissue sample. Once the first slide was locked into place, it allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the cannula allegedly failed to prime. Once the cannula was locked into place it allegedly self-activated. There was no reported patient injury.